Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to alval. The head and stem were explanted. Attempts have been made and no additional information has been provided.